Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, stress testing, defib cycling, defib charging using a test battery without duplicating the malfunction. Internal inspection of the device did not yield any discrepancies. The review of device history logs did show several defib charge error messages but that does not indicate device malfunction. A charge error occurs if the battery voltage falls below 9 volts. The device was recertified and returned to the customer. Also, it is important to know that the battery used at the time of the reported event was not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib charge error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.